Manufacturer narrative:
(B)(4).

Event description:
Patient's father and dexcom patient care representative contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced skin irritation around insertion site. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.